Manufacturer narrative:
One used infusion site was returned and examined. The cannula was found to be severed approximately 2 mm from the base of the set. The remaining length of the cannula was not returned. Upon closer examination using magnification 5x to 40x, the distal end of the cannula was found to be slightly bent over on one side. There were no visual abnormalities in the wall thickness of the cannula, or the site crown, nor were there any defects in the device itself other than the missing cannula length. The root cause of the breakage could not be definitely determined through inspection of the device. There was no evidence found to suggest the reported event was related to an intrinsic product problem.

Event description:
Device distributor reported on behalf of patient in hospital care that the device was in use with patient for infusion (time in use not provided). The patient was hospitalized due a diagnosis of diabetes. According to reporter, when the device was removed from use, the infusion cannula broke and a portion of the cannula remained under the patient's skin. According to reporter, the patient was transferred to the surgical department. The surgeon attempted to remove the cannula using a micro-incision but the cannula could not be removed at that time. No permanent adverse effects reported. See MFR#: 2183502-2016-01623.